Event description:
It was reported that the patient underwent a gynecological procedure on and unknown date , and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with perineorrhaphy and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to sui, and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent release of sling and cystourethroscopy on (B)(6) 2010 due to urinary retention with a history of mesh sling.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015 and a mesh was implanted. It was reported that patient underwent suburethral crossover sling and cystoscopy with urethrolysis on (B)(6) 2013 due to urodynamic stress incontinence. No additional information was provided.